Manufacturer narrative:
Upon receipt of the complaint on (B)(6) 2016, mai attempted to obtain the product sample from the end-user. The hospital was unable to provide the associated product sample. The hospital described the debris as having the appearance of hair but coarse in texture. The piece was found in the hub of the needle; however, the debris was not attached. Given there was no product sample or photos provided for evaluation, mai's investigation into determining the source and substance of particulate observed was indeterminable. We have no current lot inventory to evaluate. Mai has examined inventory of the raw materials used in the assembly of this convenience kit. There were no inspection failures or debris found. There are no internal notifications or non-conformances for any of these components. A review of the device history record demonstrates no abnormalities during production. Ma qa and a production supervisor inspected the production area and found there was no course hair-like features associated with the tables, shelving, tubs, or machinery that could cause a similar debris particulate such as that which the customer describes. A review of the complaint history for this kit does not demonstrate any noted trends related to this issue. Mai has gowning and line clearance procedures as well as other housekeeping procedures in place to ensure debris is not introduced to the production environment. Mai can confirm that the debris would have been introduced prior to packaging and sterilization; therefore, the sterility of the product is uncompromised. A clinician reviewed this complaint and assessed that debris within the needle hub could potentially contribute to a health impact if it was introduced to the patient via needle access; therefore, an MDR was documented for this occurrence. Mai will continue to monitor for any related trends. Production is aware of this complaint and will continue to monitor procedural compliance within the production environment.

Event description:
Medical action industries (mai), an owens & minor company, received a complaint that a surgeon opened an accutray nerve block tray, ref: (B)(4) manufactured by mai and observed debris inside the hub of the needle's cannula. The debris was loose and could be handled. The surgeon did not use the kit and proceeded with the procedure using another kit; therefore, there was no patient impact related to this complaint.